Event description:
Non solco product rod was used with solco vane pedicle screws. Set screws were loosened and rod was not fully seated into screws which required revision.

Manufacturer narrative:
Non-vane pedicle screws set product was used with vane pedicle screws against instruction for used. Check instruction for use under possible adverse effect, it is listed that "if used with improper implant, may cause fusion clot and contribute to failure in forming proper fusion." Device MFR date 12/2008. Additional catalog #: 4242-0001. Additional lot #: 7881208.